Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced leakage. The following information was provided by the initial reporter: material no: 381534, batch no: 1013238 . No patient harm. When I started the patient IV, after connecting the IV tubing, it was leaking profusely, noticed that catheter hub was cracked, resulting in the tubing not connecting properly and causing the leak. IV removed and new one started.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-05. H6: investigation summary: bd received a 20 gauge insyte autoguard winged IV catheter from lot 1013238 for evaluation. A review of the device history record was performed on the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the outer thread at the end of the luer adapter was smashed and had nicks and grooves in it. This damage prevented the luer from creating a secure connection and could cause leakage. Next, a water/air leak test was performed to check for leakage. Leakage was observed coming from the end of the adapter where the luer slip was attached. Based off the visual inspection and testing the engineer was able to verify the reported defect. The observed damage to the luer threads was determined to be manufacturing related due to a misalignment with manufacturing equipment and the luer. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced leakage. The following information was provided by the initial reporter: material no: 381534 batch no: 1013238. No patient harm. When I started the patient IV, after connecting the IV tubing, it was leaking profusely, noticed that catheter hub was cracked, resulting in the tubing not connecting properly and causing the leak. IV removed and new one started.